Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 151 mg/dl. The customer was unable to clear the alarm at the time of the report. Multiple attempts were made by tandem technical support to ensure the alarm had cleared, however no response was received from the customer.